Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started to power off during use about one month prior to contacting lfs. The patient denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that on an unknown date and time, about 10 minutes after the unit powered off, she developed symptoms of ¿headaches and shaking¿. She denied receiving any treatment for her symptoms above and beyond her usual routine of diabetes care and management. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Based on the information the patient provided, there was no trauma to, or misuse of, the meter. The csr educated the patient on the meter¿s behavior and auto-shutoff and the issue was resolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Headaches and shaking, after an alleged power issue with the meter.